Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a hemodialysis (hd) patient was in treatment on the fresenius 2008t machine when they coded and passed away. During a preventative maintenance check of the 2008t machine, the ultrafiltration was 0.3ml low. An onsite evaluation was requested. Additional information was provided by the clinic manager (cm). The patient arrived for a regularly scheduled hd treatment on (B)(6) 2023. The patient¿s health had been declining over the last several months. Additionally, blood pressure (bp) readings were hypotensive for the patient. However, on the day of the treatment the patient¿s bp was stable with a pre-treatment reading of 128/87 mmhg. The treatment was initiated at 11:10am utilizing a fresenius 2008t machine. At 12:44pm the patient requested to use the restroom, but their bp was 68/38 mmhg. The patient was administered 400ml of normal saline (ns). The patient did not make it up from the chair to use the restroom. The next bp check showed 73/54 mmhg. The patient was administered another 400ml of ns. The patient was alert at this time. Again, the patient was administered another 400ml of ns. At that time, the clinic physician was called over and began to speak to the patient. The patient¿s bp was now 72/23 mmhg. The physician ordered 500ml of ns. At 12:50pm the patient went into cardiac arrest and was disconnected from the treatment. The patient did not have any blood loss and per the cm any blood in the circuit was rinsed back during the administration of the ns. The code cart was retrieved and 911 was called. Oxygen was administered to the patient. Two rounds of cardiopulmonary resuscitation (CPR) were provided prior to the automated external defibrillator (AED) being applied. Emergency medical services (ems) arrived and assumed care of the patient. The patient was transferred to (B)(6) hospital via ems. The clinic was able to check the status of the patient through a shared portal with the hospital. It was documented that the patient was pronounced deceased at 1:30pm at the hospital. The cm reiterated that the patient¿s health had been declining and that low bp had been an issue with the patient. Per the cm, there were no issues with the 2008t machine or the patient¿s treatment prior to the event. The initial report of the low ultrafiltration occurred during preventative maintenance. A fresenius field service technician (fst) was requested onsite for a machine evaluation following the adverse event. While running functional checks the machine alarmed intermittently with a low flow error message. The issue was traced to an intermittently stalling flow motor. The issue was addressed by the onsite biomedical technician (biomed) who replaced the flow motor. The machine passed all functioning testing.

Event description:
It was reported to fresenius that a hemodialysis (hd) patient was in treatment on the fresenius 2008t machine when they coded and passed away. During a preventative maintenance check of the 2008t machine, the ultrafiltration was 0.3ml low. An onsite evaluation was requested. Additional information was provided by the clinic manager (cm). The patient arrived for a regularly scheduled hd treatment on (B)(6)2023. The patient¿s health had been declining over the last several months. Additionally, blood pressure (bp) readings were hypotensive for the patient. However, on the day of the treatment the patient¿s bp was stable with a pre-treatment reading of 128/87 mmhg. The treatment was initiated at 11:10am utilizing a fresenius 2008t machine. At 12:44pm the patient requested to use the restroom, but their bp was 68/38 mmhg. The patient was administered 400ml of normal saline (ns). The patient did not make it up from the chair to use the restroom. The next bp check showed 73/54 mmhg. The patient was administered another 400ml of ns. The patient was alert at this time. Again, the patient was administered another 400ml of ns. At that time, the clinic physician was called over and began to speak to the patient. The patient¿s bp was now 72/23 mmhg. The physician ordered 500ml of ns. At 12:50pm the patient went into cardiac arrest and was disconnected from the treatment. The patient did not have any blood loss and per the cm any blood in the circuit was rinsed back during the administration of the ns. The code cart was retrieved and 911 was called. Oxygen was administered to the patient. Two rounds of cardiopulmonary resuscitation (CPR) were provided prior to the automated external defibrillator (AED) being applied. Emergency medical services (ems) arrived and assumed care of the patient. The patient was transferred to (B)(6) hospital via ems. The clinic was able to check the status of the patient through a shared portal with the hospital. It was documented that the patient was pronounced deceased at 1:30pm at the hospital. The cm reiterated that the patient¿s health had been declining and that low bp had been an issue with the patient. Per the cm, there were no issues with the 2008t machine or the patient¿s treatment prior to the event. The initial report of the low ultrafiltration occurred during preventative maintenance. A fresenius field service technician (fst) was requested onsite for a machine evaluation following the adverse event. While running functional checks the machine alarmed intermittently with a low flow error message. The issue was traced to an intermittently stalling flow motor. The issue was addressed by the onsite biomedical technician (biomed) who replaced the flow motor. The machine passed all functioning testing.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient event of cardiac arrest leading to death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. The cm stated there were no issues with the 2008t machine or the treatment prior to the patient event. It was reported that this patient experienced a decline in health over the last several months. This included the patient being hypotensive. Hemodialysis patients carry a large burden of cardiovascular disease with a high risk of sudden cardiac death. Additionally, the progression of cardiovascular diseases in dialysis patients is affected not only by traditional risk factors but also by other factors associated with uremia. Ventricular arrhythmias are more likely to cause sudden cardiac arrest (sca) during hemodialysis sessions. Based on the available information and no allegation or evidence of a malfunction or deficiency related to this treatment, the 2008t machine can be excluded as the cause of the patient¿s cardiac arrest and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.